Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 02:55:11. During night drain cycle one, the patient's ultrafiltration reading was 2093ml, indicating the home patient drained 2093ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. An external/internal inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A simulated customer therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect at initial drain and initial-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.